Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: received one denali delivery device and received one femoral introducer sheath in two segments. The first piece contained the hub and the second piece consisted of the distal tip. The tuohy-borst was loose. A kink in the delivery catheter was identified approximately 56.5 cm from the pushed pad. No other visual anomalies were identified. Functional/performance evaluation: the storage tube was examined under microscopic magnification (15x) and diagonal inner surface skiving was identified. The skiving is most likely due to the filter feet as it was being advanced through the sheath. The introducer sheath hub was sliced open longitudinally. No gaps or flash were identified between the hub and the sheath, however, internal diagonal skiving was identified likely due to filter feet as it was being advanced. No other anomalies were located on the returned device. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the complaint investigation is confirmed for failure to advance as skiving was found inside the storage tube and along the introducer sheath. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Microscopic inspection. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter became stuck inside the delivery sheath and could not be deployed; therefore, the filter and delivery system were exchanged for a new vena cava filter that was prepped and deployed successfully. There was no reported patient injury.